Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however identified this incident as MDR reportable. Investigation and conclusion: the returned devices were examined. It was found that the devices were not properly locked, as described in the operating instructions.

Event description:
Prisma 2k battery door was opened by the child and the child swallowed the battery.